Event description:
It was reported to philips that system gave a password prompt, preventing the system from booting up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave a password prompt, preventing the system from booting up. Upon functional testing, the fse found that bios password was being asked on boot up due to a non-bootable usb stick being inserted. To resolve the reported issue, the fse removed the usb stick. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.